Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have had stimulators since 2013, but they fell and broke the first stimulator, then got another stimulator, but the implanted battery decided it would not stay in their body, so they developed infection. Agent documented historical information on call. Issues were resolved by patient receiving new implants.